Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was operational once operating system updates were completed, and the station rebooted a second time. The system functioned as intended.

Event description:
Customer reported that a pyxis anesthesia es system rebooted while a patient was in the operating room. The customer believed the device was possibly rebooted again during the system update as a troubleshooting step. During the investigation process, the manufacturer confirmed with the customer that there was no active case at the time and the patient was moved into a different operating room. The station was installing operating system updates at the time the patient was brought in and users decided to reboot in an attempt to speed up the installation process but that ultimately only increased the station's downtime.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jan-2022 to 26-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system rebooted a second time and was returned to cfadmin mode. The technical support specialist set the device configuration to cfapp to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
Customer reported that a pyxis anesthesia es system rebooted while a patient was in the operating room. The customer believed the device was possibly rebooted again during the system update as a troubleshooting step. During the investigation process, the manufacturer confirmed with the customer that there was no active case at the time and the patient was moved into a different operating room. The station was installing operating system updates at the time the patient was brought in and users decided to reboot in an attempt to speed up the installation process but that ultimately only increased the station's downtime. There were no adverse events or injuries reported based on this event.